Manufacturer narrative:
(B)(4).

Event description:
A report was received that stated, while resuscitating a patient, a tracheal tube broke. The customer was not able to explain which part of the tube broke. The customer is also unaware of the model number for the tube. The size was reported as a 3.5. The customer reported that a suction catheter may have been stuck in the tube and the tube then had to be cut to ventilate the patient. The cut part of the tube was retained to return for investigation. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
One sample was received for evaluation, no lot number was reported. A visual inspection was performed and it was observed the connector is broken in two pieces and part of the endotracheal tube is still attached to one of the broken pieces, the failure mode broken connector was confirmed. The guidelines and manufacturing controls were investigated and found to be properly followed during the manufacturing process. (B)(4).